Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that a soft tip cannula was used during vitrectomy surgeries which required additional force to be applied in order to deliver the product. The strong jet stream caused damage to multiple patient retinas. Additional information has been requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of more force needed, damage to retina; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All soft tip cannula are 100% air tested for occlusions and 100% visually inspected for tip damage. Any non-conformances found are removed from the lot and scrapped. The manufacturer internal reference number is: (B)(4).